Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information provided by the site indicated that the patient suffered a mechanical fall and was admitted to the emergency room. International normalized ratio (inr) was 2.4 and echo showed no changes compared to previous images. The patient later became hypoglycemic and endocrinology was consulted to manage blood sugar levels. Of note, the patient complained of hip pain a month prior and physical therapy was recommended. Based on the available information, the device may have caused or contributed to the reported event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient suffered a mechanical fall and was admitted to the emergency room. Upon admission, blood pressure (bp) medication and anticoagulants were held. International normalized ratio (inr) was 2.4 and echo showed no changes compared to previous images. The patient later became hypoglycemic and endocrinology was consulted to manage blood sugar levels. Of note, the patient complained of hip pain a month prior and physical therapy was recommended. The patient's bp medication were titrated and the patient was discharged home. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information provided by the site indicated that the patient suffered a mechanical fall and was admitted to the emergency room. International normalized ratio (inr) was 2.4 and echo showed no changes compared to previous images. The patient later became hypoglycemic and endocrinology was consulted to manage blood sugar levels. Of note, the patient complained of hip pain a month prior and physical therapy was recommended. Based on the available information, the device may have caused or contributed to the reported event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient suffered a mechanical fall and was admitted to the emergency room. Upon admission, blood pressure (bp) medication and anticoagulants were held. International normalized ratio (inr) was 2.4 and echo showed no changes compared to previous images. The patient later became hypoglycemic and endocrinology was consulted to manage blood sugar levels. Of note, the patient complained of hip pain a month prior and physical therapy was recommended. The patient's bp medication were titrated and the patient was discharged home. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.